Manufacturer narrative:
(B)(4). Dob: (B)(6). Concomitant medical products: nexgen femoral component catalog # 00595601601 lot # 64282233, nexgen stemmed tibial catalog # 00598004701 lot # 64265111, nexgen articular surface catalog # 90597004010 lot # 64063643. Report source: (B)(6). Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 3007963827-2019-00218, 0002648920-2019-00557, 0001822565-2019-03237. Remains implanted.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient was experiencing pain three months post operative. Patient was given additional pain medication. Patient continued to have pain approximately one month later. Attempt for further information has been made, but no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review and medical records, however, the reported event was not confirmed. The device history records were reviewed and no discrepancies relevant to the reported event were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant medical products: unknown optipac catalog # unknown lot # 833ab01980.

Event description:
No revision procedure has been reported to date.